Event description:
It was reported that a piece of cortex screw broke during an open reduction internal fixation of a right tibia plateau on (B)(6) 2015. During the surgical procedure, a 10 millimeter piece from the head to the shaft of a 3.5 millimeter cortex screw broke off and was left in the patient's tibia. There was no surgical delay or medical intervention; the surgeon made the decision to leave the piece of screw in the tibia, rather than attempt to retrieve it. It was reported that the procedure was successfully completed and that the patient outcome was fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided from reporter. This report is for unknown screw cortex/unknown lot number. Not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.